Event description:
During a follow-up in clinic, the device was found to be in backup mode. Technical support was contacted and the device was reprogrammed to nominal settings. The patient was stable.